Manufacturer narrative:
Combination product: yes.

Event description:
A synsiro drug-eluting stent system was selected for treatment. During unpacking when the transportation aid was removed, the stent detached from the balloon and could no longer be inserted.

Manufacturer narrative:
Combination product: yes. The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the balloon is well folded and shows no signs of inflation. Contrast medium was observed in the inflation lumen up to the proximal balloon weld which implies application of negative pressure. Stent imprints are visible on the balloon surface, indicating that the stent was initially crimped in between the two radiopaque markers. The stent was returned on the transportation wire and is deformed (i.e. Pinched) at its proximal end. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause is most likely related to the handling during the preparations for the intervention. It should be noted that the IFU advises the user to pull at the very distal end of the protector to avoid dislocation of the stent when removing the stent protector. The user is also advised to not apply negative pressure to the stent system at any time prior to placement of the stent across the target lesion.